Event description:
New skin liquid bandages have come to reporter's attention as a potential vector for transmission of the hepatitis c virus. Reporter has been contacted by a person who used this product after it was used by a hcv positive relative. It occurred to them later that this was not prudent and contacted rptr for info and guidance. This product is packaged in two forms: a spray on and a bottled liquid with an applicator attached to the cap, which screws on leaving the applicatoer inside the fluid. It is the liquid with applicator that is of high concern. The applicator is attached to the cap of the bottle and it is applied to a wound and then replaced into the bottle (think nail polish) for use on the next person. According to the cdc (http://www.hcop.org/hcvinfo/articles/index.cfrm?articleid=173) the virus can be viable from 16 hours to 4 days on a surface at room temperature. In studies of fluids in tubes and containers, this has been extended to 7 days in some studies of fluids.